Event description:
It was reported that the ilet charger was not functioning despite attempts to use different outlets, and a temporary 10w-rated charger was recommended for use. Customer care provided support that included remote troubleshooting and user education. Investigation of this case revealed a suspected charger malfunction consistent with a nonfunctional external power supply. No clinical symptoms during the event reported. Outcomes included no clinical impact. It was concluded, based on previously established findings for similar reports, that the cause was a defective or failed charger.